Event description:
In providing additional information for another pi (off-label use of cement), sales team confirmed that the procedure was a revision of the patient's right knee on (B)(6) 2022. This pi is for revision of the patient's right knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.